Manufacturer narrative:
The device was returned deployed. Multiple unsuccessful attempts were made to download data from the pod. While testing the fluid path, a leak was observed on the top of the fill port. This damage would have diverted insulin from the intended fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 356 mg/dl. The pod was worn on the patient's hip/buttocks for between 36 and 48 hours.